Event description:
It was reported that the 9900 system had a touch screen error, remote user interface error, and keyboard error messages at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced and the 5 volt power supply was adjusted during the service call.